Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer contacted baxter to report that a couple of the ECG exams printed on the wrong patient information. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint: (B)(4).